Event description:
It was reported by the customer that the suture received was not labeled as fast absorbing. It was reported there was no patient involvement. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: actual sample was returned for evaluation. Visual inspection was performed and the product is fast absorbing gut plain suture and this information is missing on the packaging.

Manufacturer narrative:
Recall: z-1839-2015.